Event description:
It was reported, the customer was having high blood glucose of 600 mg/dl when he woke up. Before he went to sleep, customer's blood glucose level was 140 mg/dl. Troubleshooting was performed. Customer treated with manual injections and drank water. Customer stated his only symptom was he was feeling weak. Drive support cap appears normal. Customer removed set from body. No bubbles noted in the tubing. Ran manual prime, insulin did exit. Time, date, and basal rates are correct on the device. Alarms in history were weak battery and change battery. The device passed high pressure test. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.